Manufacturer narrative:
Investigation summary: customer reported complaint of ¿¿ bubbled/damaged dso seal, damaged battery compartment latch¿¿ was confirmed by performing visual and functional pvt (performance verification testing). Found dso (downstream occlusion) seal is lifting, and battery compartment is cracked. Replaced dso seal and battery compartment. Upon further investigation found uso (upstream occlusion) seal is buckling, air detector is dented. Replaced uso seal and air detector. Performed uso/dso calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a damaged dso (downstream occlusion) seal. There was no patient involvement, and no patient harm/adverse event reported.